Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin leaked from the connector connection of the infusion set. This occurred with 6 infusion sets from the same lot number. No adverse event reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.